Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Two medwatches were sent for this event. It is unknown which product was revised during the procedure. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2015-02218 / 2015-02219 / 2016-01281 / 2016-02439).

Event description:
It was reported that a revision procedure was indicated due to unknown metal-on-metal complications. A revision procedure occurred approximately five years post-implantation due to unknown reasons. During the revision, the femoral head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Three medwatches are being submitted for this event, as it is unknown which screw was found to be fractured. (Reference 1825034-02439, 03783 / 03784). This report is number 4 of 6 mdrs filed for the same patient (reference 1825034-2015-02218 / 02219 and 2016-01281, 02439, 03783 / 03784).

Event description:
It was reported patient underwent a right hip revision approximately four months post-implantation due to pain and migration of acetabular component. During the procedure, metallic stained tissue, scar tissue, serous fluid, fractured screw, loose bone fragments, bone damage, tightening of the hip with protrusion and impingement were noted. The modular head, cup and liner were removed and replaced with legacy zimmer product.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Unique identifier (UDI) # - (B)(4). Medical products - biomet g7 acetabular liner catalog#: 010000867 lot#: 3321534, biomet bioloxdelta femoral head catalog#: 650-1058 lot#: 240670, biomet ceramic taper adapter catalog#: 650-1068 lot#: 816410.